Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform prime test, excessive no delivery test, delivery accuracy test, occlusion test or verify compromised force sensor system alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, display window, reservoir tube, reservoir tube window and battery tube threads. The insulin pump was received with partially broken off reservoir tube lip and belt clip slot, missing reservoir tube lip o-ring and minor scratched display window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 108 mg/dl at the time of incident. The customer reported that they were unable to exit preparing to prime loop. The customer stated that the drive support cap protruded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.